Manufacturer narrative:
Analysis could not confirm the reported event; the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken, and the ring was bent. The interconnect flex was replaced as a preventative. Further analysis was conducted on the interconnect flex. The thickness of the interconnect flex contact pads was found to be out of specification; it was too thin. The flex contacts were inspected under a microscope, and the contacts showed some white foreign material, possibly corrosion.

Event description:
It was reported the epg (external pulse generator) would not pace correctly while attached to a patient. The epg paced at a much higher rate than it was set to. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, lower case was broken, the ring was bent and the interconnect flex will be replaced as a preventative.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Event description:
It was reported the epg (external pulse generator) would not pace correctly while attached to a patient. The epg paced at a much higher rate than it was set to. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.